Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device remained activated and the physician smelled smoke. The hemopro jaw burned the pt's leg. The device was removed and the cord was unplugged. The pt's burn was treated as a second degree burn. A replacement device was used to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).